Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical error alarm. It was noted that the alarm occurred after battery change. The insulin pump is being replaced.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book image and error 35 due to moisture damage on the force sensor. The insulin pump had a minor scratched display window, damage display window cover, cracked case battery tube side and a pillowing keypad overlay.